Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor exhibited unspecified oversensing episodes. The intervention and patient's condition were unknown.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited diagnostic anomaly. The intervention and patient's condition were unknown.

Manufacturer narrative:
Further information was requested but not received.